Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the audio bolus button was under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: investigation revealed that the audio bolus button cover was damaged and the audio bolus button was intermittently unresponsive. The audio bolus button cover was removed and there was evidence of contamination found on the audio bolus button contact. Unrelated to the original complaint, investigation revealed that the display was dim, fading, and discolored and the battery compartment was cracked.